Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from olympus medical systems india (omsi), there was the possibility that this phenomenon was attributed to the inappropriate reprocessing by the user, since a foreign material is also attached to the area that can be washed by brushing.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus found that there was a foreign material under the forceps elevator during inspection for repair. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.